Event description:
It was reported that the bd pre-filled normal saline syringe experienced leakage. The following information was provided by the initial reporter: the child was hospitalized at 08:00 on (B)(6) 2022 due to "fever for 6 days and cough for 3 days", and was given active anti-infection and aerosol inhalation treatment. The pre-filled catheter flusher was found to be leaking, and was replaced immediately.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306593 and lot number 1334699. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.